Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that the patient experienced dizziness and fainting. The pulse generator exhibited loss of output. The device was explanted.